Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain, squeaking, high levels of chromium ions.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (3/24/2017) update - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges metallosis. Revising surgeon indicated patient was experiencing onset pain, grinding type sensation, and elevated ion levels "70 times normal". Post-operative diagnosis stated failure "secondary to metallosis". Gross findings noted "staining of the tissues...of the capsule", "abundant metal debris behind the metal liner", but "no visible damage to the abductors". Stated components were "well ingrown", but indicated that "the cup had changed its version and the stem had subsided from his initial x-rays". Suggested that change in version (more anteversion) and subsidence were due to patient performing "wall squats" in the early post-op period. Implant migration harm added to the stem for subsidence, and the cup is added for implant position: malposition. Metallosis added to patient harm. Bearing wear: metal added to liner and cup device harms. No labs are available to clarify metal ion levels "70 times normal".

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear/metallosis and elevated metal ions.